Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was pocket erosion and decubitus noted with a suspicion of infection. The device was explanted, and the associated leads were prophylactically explanted as well. The patient was stable following the procedure, however the patient expired the following day due to electromechanical dissociation. The healthcare provider did not allege that the patient¿s death was related to any abbott device or the device explant procedure. The infection was likely due to the patient¿s renal failure and subsequent drug therapy.